Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the day after port placement the healthcare professional was unable to infuse medication. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI port was returned with 8fr catheter in two segments. Complete circumferential break noted under the cath-lock was reported as a result of explant. Both returned segments were patent to infusion and aspiration. However, as the circumferential break during explant may also be a result of catheter damage, the investigation will remain inconclusive for the alleged infusion issue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the day after port placement the healthcare professional was unable to infuse medication. The device was removed and replaced. There was no reported patient injury.